Manufacturer narrative:
Event year is reported as 2020; however exact date of event is unknown. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, a tfna nail was broken. The patient was treated with a tfna nail due to a broken femur/ instability of femur without fall or accident. The patient was treated with hip-tep post nail breakage. Hip-tep performed successfully. No further procedures required. The patient outcome was unknown. Concomitant devices reported: tfna helical blade perf l105 tan (part # 04.038.405 lot #: 30p0804, quantity 1), lockscr ø5 l36 f/nails tan light green (part # 04.005.526 lot: 1l99999, quantity 1), unknown cable/wire: trauma (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for (1) 10mm/130 deg ti cann tfna 235mm/left - sterile. This is report 1 of 1 for (B)(4).

Event description:
Concomitant devices reported: tfna helical blade perf l105 tan (part# 04.038.405 lot#: 30p0804, quantity 1), lockscr ø5 l36 f/nails tan light green (part# 04.005.526 lot: 1l99999, quantity 1), unknown cable/wire: trauma (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary reviewing attached x-ray, the complaint description can be confirmed that the tfna nail is proximal broken off. Investigation site: cq zuchwil, selected flow: damage. Visual inspection: the investigation of the returned tfna nail has shown that the nail through the blade hole is broken off. Further investigation of the proximal nail part has shown the also the small band is broken off. The broken small band is not available for an evaluation. The measured dimensions were found to be within the given specifications per the drawings referenced above. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the standard specification of astm f2066 for implants for surgery, ti mo15. The fracture face is homogenous, which indicates material conformity. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the complaint is rated as confirmed for this tfna nail as the nail trough the proximal blade hole is broken off. The exact cause of the breakage cannot be defined as there was just few information provided. Based on the information we received we can only assume that there was a complication during the healing process that caused this problem. The tfna nail could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation (poor bone density / multifragmentary bone fracture) may have played a certain role, too. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: manufacturing location: monument, manufacturing date: nov 30, 2018, expiration date: nov 01, 2028, part number: 04.037.045s, 10mm/130 deg ti cann tfna 235mm/left ¿ sterile, lot number: h788117 (sterile) , lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, ns071281 met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label logs (pll) lmd were reviewed and logs indicated that 9 labels were printed; 2 labels were used on the plls and 7 labels were used on product. The lot size was 6 so there is a 1 piece label discrepancy. This discrepancy will require further investigation. Scn 15760 supplied by ees (albuquerque) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria (apart from the label count discrepancy noted) at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55, lot number: 1l68525, lot quantity: 96, purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended bp55, lot number: h681019, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated oct 02, 2018 were reviewed and determined to be conforming. Note: the job number documented on the quality history card (supplied by smalley) is missing a digit. Part number: 04.037.912.3, tfna lock drive bp58, lot number: h782288, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80, lot number: h763417, lot quantity: 949 lbs. Certified test report supplied by perryman company dated oct 01, 2018 was reviewed and determined to be conforming. Lot summary report dated oct 18, 2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review nov 04, 2020: DHR reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.